Event description:
Customer reportedly obtained results of 50 mg/dl, 85 mg/dl and 121 mg/dl on the compact system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.